Event description:
Customer reportedly received results of 569 mg/dl and 209 mg/dl within 10 minutes on the advantage system (meter, strip lot number 549310, expiration date 12/31/2007). The customer did not provide the location the discrepant results occurred. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The suspect product is the comfort curve test strips.